Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on (B)(6)2023 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 56120005; tri hinge tib bearing sz 5-6; lot# g8579931a cat# 5612-3-000; triathlon bushingsaxle stdassemblypack; lot# rd4r5r cat# 5612-4-003; triathlon hinge bumper 3 degrees; lot# ermnv1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. Comparing the sheet to prior revision usage, a triathlon hinge insert, tibial bearing component, bumper, bushings and axle were revised.